Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2014 with the following findings: the pump powers to "verify" screen in accordance with normal operation. Multiple eaw 177 low battery warnings and two eaw 128 replace battery alarms observed in black box. Evidence of excessive battery usage also observed in black box. The battery compartment is intact, no cracks. No evidence of moisture contamination inside battery compartment or underside of battery cap. Battery cap is able to fully tighten. A power loss was not observed. Current draws within specifications. There was evidence of moisture contamination inside pump. Investigators were unable to duplicate excessive battery usage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.